Event description:
It was reported that bd conventional needle; needle became clogged. The following information was provided by the initial reporter, translated from french to english: summary of circumstances: on several occasions, the trocars clog very easily and quickly after injections into the infusion chambers of the IV bottles. The trocar has to be changed several times for one and the same treatment preparation. Example: for the preparation of a hydration with na and kcl, 2 trocars were required to withdraw 60cc of product. Clinical consequences : none for the patient but use of a lot of material unnecessarily.

Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
A device history record review was completed for provided material number 303262 and lot number 231211. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, two (2) used needle samples were returned for evaluation by our quality team. The samples were microscopically examined and both needles were found clogged with a transparent, plastic material that appeared to be polyethylene (pe). Bd has investigated this type of clogging issue in the past with different analyses and fourier-transform infrared (ftir) spectroscopy performed. Past investigations have concluded that the clogged material was polyethylene (pe). It was observed that these types of particle are commonly generated when needles are used to access the septum of rigid plastic containers of saline or other medication solutions. Further investigation suggested that the bd microlance¿ needle had been used to access rigid plastic containers of saline or other medication solutions designed to have a double septum, the first is a normal rubber closure, the second is a thick polyethylene septum. According to the above conclusions, we have to consider that bd microlance¿ needles are designed and manufactured to penetrate the skin and rubber closures of vials. They are not designed to penetrate thick polyethylene membranes. Dedicated devices are available from the supplier of the rigid plastic containers. Bd recommends contacting the manufacturer of the container for a detailed list of these accessories. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
(B)(6) 2024 for this declaration (24-12 / 9939278) there are 2 trocars concerned.